Manufacturer narrative:
(B)(4). Date sent: 3/6/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the clicking feedback of the handle was not heard on the way. Then, a black piece fell off but the fallen piece was retrieved and no pieces were left inside the patient. The same device was used as-is to complete the case. There were no adverse consequences to the patient.